Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had an irritation near the electrodes. It is unclear whether the irritation was open or not. There is no indication that the patient received medical intervention. Follow-up indicated that the patient had ended use of the device. The medical outcome of the irritation is unknown.